Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for thyrotropin (tsh). The erroneous results were reported outside of the laboratory. The initial tsh result from the customer's e602 analyzer was 3.31 uiu/ml. The sample was repeated twice and the results were 4.45 uiu/ml and 4.32 uiu/ml. The sample was submitted for investigation and tested on an e170 analyzer and an e411 analyzer. During the preliminary investigation, no erroneous results were generated. No adverse event occurred. The tsh reagent lot number and expiration date used by the customer was not provided. The e170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The tsh reagent lot number used with the e170 analyzer was 120341 with an expiration date of 07/2016. The tsh reagent lot number used with the e411 analyzer was 187224 with an expiration date of 04/2016. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information available, a general reagent issue is not likely. The erroneous low tsh result at the customer site may relate to the presence of bubbles or foam either on the sample or the reagent.